Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized twice due to diabetic ketoacidosis (dka). The first event was in the fall of 2011. She stated that she was sick with the flu, and her infusion set ripped off her body without her knowledge, causing her blood glucose to elevate. The customer's mother found her unconscious, and called the paramedics. The customer's blood glucose was 1020 mg/dl at the time of admission. The second event was on (B)(6) 2013. The customer stated that she had a seizure, and experienced dka. However, the customer did not feel that either event was due to an insulin pump malfunction. The customer declined troubleshooting. Nothing further was reported.